Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as MFR report #: 6000093-2007-01344. Taxus v de novo clinical trial. It was reported that 798 days post procedure, the pt experienced a stent thrombosis, in-stent restenosis, and myocardial infarction. At the time of the initial procedure, two taxus express2 otw stents, sizes 2.5x20mm and 2.5x24mm, were deployed in the circumflex. The pt had been previously enrolled in the taxus v trail, however, this was a new lesion unrelated to the study device. The pt presented 798 days post procedure with non-q wave myocardial infarction, elevated cpk and mb fractions, and substernal chest pain. The circumflex was found to have mild disease with thrombus in the stented area as well as fixed lesion within the stented area. Following balloon angioplasty and placement of another manufacturer's 3.0x18mm drug eluting stent, both lesions were reduced to 0% stenosis. Treatment was reported to be successful.